Manufacturer narrative:
B4: (B)(6) 2021. A philips field service engineer (fse) was dispatched to the customer site and it was determined that the gas delivery system (gds) needed to be replaced to return the device to working condition. The fse replaced the gds to resolve the reported issue. Additionally, the following parts were also replaced: the low-pressure plug, solenoid valve, and the pcba data acquisition board. The unit passed required performance verification tests per philips standards and was returned to use.

Manufacturer narrative:
The gas delivery system (gds) and data acquisition board were returned for failure investigation. The customer complaint was duplicated. The root cause is a failure of pressure sensor u7 in the daq board.

Manufacturer narrative:
Report date: 18jun2021.

Event description:
It was reported to philips that the device had a pressure sensor auto-zero failure error message. The device was reported as being in use at the time of the event on a patient. The customer substituted the ventilator with a standby ventilator. There was no patient or user harm reported. Other information is pending.